Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced an overnight low blood glucose that woke them, confirmed by fingerstick at 66 mg/dl, after which they treated with food and returned to normal range. Symptoms included hypoglycemia without loss of consciousness or other complications. Outcomes included self-treatment with oral carbohydrates without need for medical intervention or assistance. Investigation included troubleshooting and education with review of recent device use, settings, insulin type, recent fill tubing event with brief disconnection, meal announcement timing, and absence of contributing factors such as exercise, medication changes, or cgm target changes. Investigation of this case revealed no device malfunction or setting error and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.